Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced failed audio alerts on the dexcom mobile application. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.